Event description:
It was reported that there were 3 incidents where they were using silicone foley after removing the water, the balloon showed evidence of cuffing. The customer had saved one sample and requested a box to pick it up for review.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted one photo sample received which indicated mushrooming on the catheter balloon. Therefore, product does not meet specifications which states "missing/incorrect components are not allowed." Although an exact root cause could not be determined a potential root cause could be balloon material does not shrink quickly enough. The product was used for patient diagnostic or treatment. The product was influenced by the reported event. DHR review is not required as no lot number was provided. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that there were 3 incidents where they were using silicone foley after removing the water, the balloon showed evidence of cuffing. The customer had saved one sample and requested a box to pick it up for review.